Event description:
As reported, in the ostial lesion, the cutting balloon failed to deflate. The guide was advanced over the inflated balloon in order to be removed from the patient's body. No patient complications.